Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced high voltage therapy and went to the hospital. Chest x-ray was performed indicating that both right atrial and right ventricular lead were dislodged. Upon device interrogation, the right ventricular lead exhibited oversensing leading to episodes of inappropriate anti-tachycardia pacing and high voltage therapy, decreased r-wave amplitude and both leads exhibited increased impedance. High voltage therapy was disabled, and the device was reprogrammed. The patient presented on (B)(6) 2019 for lead revision procedure. Upon opening the pocket, it was noted that the implantable cardioverter defibrillator was flipped, and the leads were twisted. It was suspected that the patient exhibited twiddle¿s syndrome. It was also noted that the left ventricular lead was also dislodged but exhibited good capture threshold. The right atrial and right ventricular lead were both explanted and replaced. The left ventricular lead and implantable cardioverter defibrillator were repositioned successfully and remains implanted. The patient was stable post procedure.